Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that upon removal the balloon would not deflate. Upon removal the fluid would not come out into the syringe. Resistance was met with gently pulling on the catheter. The urologist was called in, and the balloon port was cut and a wire was inserted thru the balloon lumen and attempted to push on the balloon thru the vaginal wall. After wire removal, liquid was slowly dripping out. The foley came out on its on. It was later reported that per additional information received via email from the complainant on 07 may 2019: the catheter had been in place for 29 hours. It was confirmed that no fluid was able to be aspirated from the balloon upon removal.